Manufacturer narrative:
The customer verified the instrument performance by reviewing qc and performing a precision study. No additional discrepant ldh results have been reported. A definitive cause of the discrepant result was not identified, therefore, the architect instrument (B)(6), list number 01g06-11 architect c8000 processing module, was considered the likely cause. However, a preanalytical sample issue cannot be ruled out. The instrument service history review did not identify additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending was reviewed and did not identify any trends for the product for the issue. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for the architect c8000 processing module, sn (B)(6) was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated lactate dehydrogenase (ldh) result for a patient when using the architect c8000 processing module. The following data was provided on (B)(6) 2021 (customer¿s normal range: 125-220 u/l): sid (B)(6) = initial ldh result = 1972 u/l; repeat results = 191,192,196,195 u/l; repeat result on another architect analyzer ((B)(4)) = 185 u/l there was no impact to patient management reported.